Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
M6 remove 2692 add 1912, 2418.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. Customer experienced a blood glucose (bg) level of 40 mg/dl, and a loss of consciousness. Customer required assistance from parent to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. No additional patient or event information was available.